Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.0605" at the swaged end compared to the nominal pin diameter of 0.0605". Measurement results suggest the pin is not swaged at all. Grips and other components adjacent to the dislodged pin show/do not show damage which may indicate potential mishandling/misuse. The grip tips have scratch marks/abrasions, indentations, wear, on it. The complaint regarding the prograsp forceps instrument was slightly loose was confirmed by failure analysis. Common causes of a dislodged instrument grips pin are attributed to attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8mm prograsp forceps instrument's screw was slightly loose. There was no excessive use. The customer returned the instrument because of concerns of it falling into the body. No fragments fell into the patient. The procedure was completed but patient outcome is unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not notice any issues with the functionality of the instrument during the surgical procedure, also no fragment fell inside the patient¿s anatomy, there was no injury to the patient and they have not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.